Event description:
Person was driving down a hill. Gear in drive broke causing unit to free wheel. Person bruised/sprained her knee. Knee was examined by a dr but no medical intervention was required.